Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was used for the radial head fracture case. During the open reduction internal fixation (orif) procedure, the surgeon inserted the 1.1 mm guide wire through the sleeve and measured the length for screw insertion. When drilling through the sleeve, the blade of the drill bit broke. It was found that three broken pieces were left in the patients body. Broken pieces were all removed from the patient. After that, bone reduction was done again with two k-wires, two headless compression screws (hcs), and artificial bone (granule type). The k-wire was left in the patient¿s body and the operation was completed. It was noted that the patient bone quality was good. Extra bone cutting was done which resulted in a thirty minute surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hsz, gfa, gff. Implant/explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the returned drill bit was investigated. The fluted end of the drill bit is broken in 3 fragmented pieces. There could be a number of contributing factors that resulted in the breakage of the drill bit in such a manner, as it appears the drill bit just shattered. The damage may have been due to the drill bit hitting off the guide wire or another hard surface, not pulling the drill out straight while running or excessive force applied whilst drilling. The drill bit in question was manufactured in july 2012 and a review of manufacturing records confirms that this product met all manufacturing and release specifications at the time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.